Event description:
The doctor hoped to have npds inserted into the p-duct and checked for pseudocysts. So the nurse prepared npds and tried to separate the thuohy rock, but the rock broke. (B)(4) - rock broken) the nurse said it appears to have been damaged. They did not have any extra npds they had, and spsof-7-12 was inserted and the procedure was completed. (B)(4) - incorrect size wire guide (0.025¿) used with the replacement device. Spsof-7-12 was inserted in the same procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the spsof-7-12 of unknown lot number involved in this complaint was not available for evaluation. This file is related to pr 319380 and pr 367724. Pr 319380 captures the broken thuohy rock of the nasal pancreatic drainage set. (Rpn: npds-5) pr 367724 captures captures the user error of the incorrect sized wireguide used with the nasal pancreatic drainage set. (Rpn: npds-5). This file captures the user error of the user error of the incorrect sized wireguide used with the zimmon pancreatic stent. (Rpn: spsof-7-12). Document review including IFU review: prior to distribution all spsof-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records could not be completed as the lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.